Event description:
It was reported that the subject device displayed a b30 error code. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, since the subject device was not evaluated, a root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.